Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported an issue with the printer connected to the station. The customer stated that the printer was printing only numbers and producing gibberish output instead of the intended content. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no hardware related failure. A field service engineer (fse) confirmed that the printer was able to print but printing gibberish. Fse mentioned all hardware related items were working properly and the drivers might need to be updated to resolve the issue. Fse escalated the case to technical support specialist to review further.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported an issue with the printer connected to the station. The customer stated that the printer was printing only numbers and producing gibberish output instead of the intended content.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: wm jennings bryan dorn veterans affairs medical center a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.